Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient had striae one day post lasik in the right eye. Two days later, a flap lift and stretch was performed. One day post intervention, flap was noted to be in place with no striae.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).